Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2013. According to the complainant, during the procedure the wire was placed in the patient's common bile duct. An advantix biliary stent was deployed over the wire, but the site reported it was difficult to withdraw the guidewire. The tip of the guidewire detached into the patient, exposing the tip of the metal corewire. The physician was able to retrieve the detached tip using forceps while leaving the stent in place. The procedure had been completed with this device with no patient complications. The patient's condition has been described as fine.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2013. According to the complainant, during the procedure the wire was placed in the patient's common bile duct. An advantix biliary stent was deployed over the wire, but the site reported it was difficult to withdraw the guidewire. The tip of the guidewire detached into the patient, exposing the tip of the metal corewire. The physician was able to retrieve the detached tip using forceps while leaving the stent in place. The procedure had been completed with this device with no patient complications. The patient's condition has been described as fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4) for the reported event of tip detachment. The complainant indicated that the device will be returned for evaluation. However, the device has not yet been returned therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination revealed that the pebax section was detached/separated, exposing the tip of the core wire. In addition the distal end is bent. The pebax section was returned and is damaged with presence of adhesive remnants found indicating that the pebax was properly attached to the core wire. No evidence of core wire fractured. It is most likely that due to anatomical/procedural factors encountered during the procedure the defect was caused, since the presence of adhesive indicating proper manufacturing was determined, hence the most probable root cause is operational context.